Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Concomitant medical products: associated devices: 00770301500, z.s.g.m. Cutter 1.5:1 ratio caution: sharp, 60048059, (B)(4). 00770302000, z.s.g.m. Cutter 2:1 ratio caution: sharp, 60111373, (B)(4). 00770303000, z.s.g.m. Cutter 3:1 ratio caution: sharp, 60111374, (B)(4). 00770304000, z.s.g.m. Cutter 4:1 ratio caution: sharp, 60105332, (B)(4). On (B)(6) 2020, it was reported that the device required repair during testing. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on (B)(6) 2020 revealed that the calibration was within specification and the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), 3:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4). All produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2020 which included replacement of the carrier guide, screws, comb, and comb shaft. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Based on the information provided, the root cause of the reported event was due to the use of damaged cutters. The zimmer skin graft mesher instruction manual notes on page 1 that "a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher".

Event description:
It was reported that the device required repair during testing. There was no harm. During investigation, it was identified that the device did not produce a passing test mesh. No adverse events were reported as a result of this malfunction.